Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. User error has been deemed the root cause of this incident as device had been recalled and was not returned by customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the t-7 driver cannulated ao tip broke off while driving in a cannulated screw. The surgeon removed the broken chips from the screw and used a second t-7 driver to complete the screw insertion. Attempts have been made and no further information has been provided.